Manufacturer narrative:
Block h2: additional information: block b3 (date of event) and block e1 (initial reporter address 1, initial reporter address 2 and initial reporter city) and block b5 (describe event or problem) has been updated based on the additional information received on december 9, 2024 and december 12, 2024. Block h6: imdrf device code a50501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with two bands attached to it and its teeth were found bent and broken. Additionally, the trip wire was not pulled up to take up rest of slack and it was not secured. The suture was returned with seven knots. The documentation attached include pictures where it can be observed the ligator housing with six bands attached to it and two of them are overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that the ligator housing was returned with two bands attached to it and its teeth were found bent and broken. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, the trip wire was not pulled up to take up rest of slack and it was not secured. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during a ligation of gastric varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the seven bands were entwined together and unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the stomach fundus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction. Additional information received on december 9 and 12, 2024: it was clarified that the procedure was performed on (B)(6) 2024. The correct anatomy location was esophagus. The type of procedure performed was ligation of esophageal varices.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event) & block e1 (initial reporter address 1, initial reporter address 2 and initial reporter city) has been updated based on the additional information received on december 9, 2024. Block h6: imdrf device code a50501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during a ligation of gastric varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the seven bands were entwined together and unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the stomach fundus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach fundus during a ligation of gastric varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the seven bands were entwined together and unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the stomach fundus; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a50501 captures the reportable event of bands unable to deploy.